Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed that the right ventricular lead impedance was high and out of range in both bipolar and unipolar configuration. The patient would continue to be monitored with no changes to programming performed. The patient was in stable condition.